Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose events and low blood glucose events. Sensor glucose vs. Blood glucose. Customer was reporting a discrepancy between sensor glucose and blood glucose that was not within range. The customer reported a blood glucose value of 436 mg/dl and 40 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with an insulin pump (subcutaneous insulin infusion), and glucose or carbohydrate intake. The customer reported the following led up to the event: customer sensor glucose was reading low, so cust started to eat to bring up the blood glucose without checking the bg first. Document treatment for high bg: pump bolus. The event involved products mmt-1780kl, mmt-7020a, mmt-242a, and mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-1780kl. A product return was requested for mmt-7020a. Customer declined to return, or is unable to return. No product return is required for mmt-242a. No product return is required for mmt-332a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020a-snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.